Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
T was reported that the patient was getting a lot of abdominal stimulation and stimulation above the usual hip and lower extremity pain despite reprogramming done. It was also noted that the patient was experiencing muscle spasm, headache, dizziness and nausea when the spinal cord stimulator (scs) device was on. A lead migration was suspected. The patient underwent a lead revision procedure wherein during the procedure, the physician planned to slide the leads down however the left lead went anterior. The left lead was removed, and port plugs were added to the header of the ipg to fill the spot of the missing lead. The patient was still getting relief on the right side. The explanted lead was not returned as it was kept by the facility.